Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/24/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging an issue with his one touch ultramini meter testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began the morning of (B)(6) 2014. The patient manages his diabetes with insulin (unknown type, self-adjuster) and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient claimed, ¿1-1 ½ hours¿ after the alleged issue occurred, he developed began to feel ¿jittery and low energy¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the customer care advocate (cca) walked the patient through a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.